Event description:
This event was captured based on literature review of the article, optimal duration of clopidogrel therapy: the shorter the longer. It was reported that this is a meta-analysis of four trials involving 8,231 patients. The trials include use with multiple stents including the xience v stent and the xience prime stent. 12-month clinical outcomes were as follows in odds ratios: 1.15 % all-cause death (95% confidence interval); 2.64% major bleeding; 1.15 % myocardial infarction; 1.15 % stroke; very low stent thrombosis rates (ratio not specified). No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication ((B)(6) 2013); date of implant estimated ((B)(6) 2012). There were no reported product deficiencies. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience v is being filed under a separate medwatch report. The additional adverse patient effects are being filed under a separate medwatch report#.